Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 20-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the cervical lead migrated. A contributing factor was noted to be that the patient is tall, and that the lead that was implanted was percutaneous and 60 centimeters long. An x-ray confirmed lead migration. The lead was replaced with a 2x8 paddle lead that has a longer tail (90 centimeters) which resolved the issue.